Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed this device was installed by the customer in (B)(6) 2008 and that it had performed to specification up to (B)(6) 2012. The info obtained from the device, showed the device failed the weekly self-test because of a low battery on (B)(6) 2010, and (B)(6) 2012. On each occasion, the device would have switched to fault mode and the customer would have been alerted by the status indicator flashing red and the device emitting an audible warning message. The evidence from the device indicates that following the installment of a new pad-pak, there were significant drops in voltage at the next weekly self-test. The pattern of voltage drops is indicative of swapping out a new pad-pak with a partially depleted pad-pak. There was no evidence from the device to confirm the device was switching itself on automatically. Investigation did not confirm a fault with the device or any component in the device. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.